Event description:
Depuy attune femoral impaction handle broke when being removed from the sterile field to the back table. The red-tip plastic handle piece broke off and spring came out. All pieces accounted for and sequestered. It was removed from sterile back table.